Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse. The patient experienced physical pain, stomach and vaginal pain, and persistent infections and will require additional medical treatments. No additional information was provided at this time.

Manufacturer narrative:
(B)(4) undefined medical treatments. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and pelvic relaxation with stress urinary incontinence on (B)(6). 2003 and mesh was implanted. The patient underwent the concurrent procedure of urethral suspension during mesh implantation. The patient experienced physical pain, stomach pain, vaginal pain, and persistent infections and will require additional medical treatments. No additional information was provided.

Manufacturer narrative:
(B)(4).